Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while deploying the clip on the cystic duct during a laparoscopic cholecystectomy procedure, one clip lodged back into the jaws and prohibited the firing of another clip. Then the clip applier jammed and would not release another clip. A new product was opened to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.